Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the electrode of the sensor could not be seen after removal. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and found sensor cannula retracted inside sensor base. No broken or missing parts were observed during analysis.